Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator stopped working and failed to power back on while in patient use. Although there was no harm or injury reported, the patient was placed on another ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. The device was found to audibly and visually alarm as designed.